Event description:
Customer reportedly received the following results on aviva system compared to a professional meter within 10-15 minutes: 210 mg/dl (aviva system) and "400 and something" (professional meter). The customer was given an insulin injection based on the elevated result, and he reported he would have been capable of self-treatment. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.